Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported blood backing up in the line after a syringe change for a veletri infusion, dosage and rate not specified. The connections were checked and the tubing was noted to be cracked and leaking at the "blue cap". Additional unspecified doses of veletri were administered to treat the patient's blood pressure in the 50's/30's, which then increased to 70's/40's once the infusion was restored. There was no lasting harm.